Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The patient presented with an unruptured basilar tip aneurysm for stent assisted coiling. While the guidewire (subject device) inside the microcatheter was being advanced to the target aneurysm lesion, the aneurysm ruptured resulting in bleeding. Both devices were not in the aneurysm at the time of rupture. There was no device malfunction noted to both devices. Heparin was reversed with protamine and stent assisted embolization was performed and completed. During this time it was noted that blood flow to the posterior fossa was not detected due to increased intracranial pressure. Emergent ventriculostomy was performed. Post procedure imaging showed an extensive subarachnoid hemorrhage (sah) with cerebral infarctions and brain damage. The patient was discharged to the hospice care and subsequently died 10 days post procedure. The cause of death was sequel (extensive cerebral infarctions) of acute increased intracranial pressure that resulted from the intraprocedural aneurysm rupture.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture, hemorrhage, stroke and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient presented with an unruptured basilar tip aneurysm for stent assisted coiling. While the guidewire (subject device) inside the microcatheter was being advanced to the target aneurysm lesion, the aneurysm ruptured resulting in bleeding. Both devices were not in the aneurysm at the time of rupture. There was no device malfunction noted to both devices. Heparin was reversed with protamine and stent assisted embolization was performed and completed. During this time it was noted that blood flow to the posterior fossa was not detected due to increased intracranial pressure. Emergent ventriculostomy was performed. Post procedure imaging showed an extensive subarachnoid hemorrhage (sah) with cerebral infarctions and brain damage. The patient was discharged to the hospice care and subsequently died 10 days post procedure. The cause of death was sequel (extensive cerebral infarctions) of acute increased intracranial pressure that resulted from the intraprocedural aneurysm rupture.